Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular jack on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricle output connector was broken. Analysis also found the upper and lower cases, two side bail covers and the ring cover broken, the battery release, lead flex cover and the battery drawer contaminated, the battery contacts compressed, one side bent, one side as well as the ring missing and the liquid crystal display out of specification (it had lines in the lower menu).

Event description:
It was reported that the ventricular jack on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.